Manufacturer narrative:
The insulin pump passed displacement test. Basic occlusion test. Pump failed seating test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose value was 182 mg/dl. The customer was assisted with troubleshooting and reported that the drive support cap was normal. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The insulin pump will be returned for analysis.